Event description:
It was reported to philips that system was unable to start. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to start. Upon troubleshooting, fse found fault in the internal ups (uninterrupted power supply) and found the pdu (power distribution unit) fantray and dcps (direct current power supply) were defective. To resolve the issue, fse configured the ups and replaced the pdu fantray and dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.